Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat crea cartridges that yielded a suspected discrepant crea result on a patient. There was no patient information at the time of this report. Cartridge lot#, test times and dates are unknown. There was no repeat on I-stat. Return product is not available. Instrument: I-stat, sample: arterial, result: 9.0; instrument: lab, sample: arterial, result: 3. There are no injuries associated with this event. Should lot information become available an investigation will be initiated.